Manufacturer narrative:
The results of the investigation are inconclusive since the leads were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, low pacing impedance and loss of capture were noted on the atrial lead. High pacing impedance and an increase in capture threshold were also noted on the left ventricular (lv) lead. X-ray imaging revealed conductor externalization on the atrial lead and a fracture on the lv lead. The leads were deactivated and new leads were implanted and the patient was stable. Related manufacturer report number: 2017865-2017-32685

Event description:
Additional information revealed that the lead was capped.